Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that the buttons on the insulin pump were not working. She removed the battery, put it back in, and received a failed battery test alarm. Customer's blood glucose was 188 mg/dl. The customer stated she did not have time to troubleshoot and she would call back later to do so.